Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had a fiber optic error. There was no injury reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) had a fiber optic error. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h10. It was reported that during use the cardiosave intra-aortic balloon pump (iabp) had a issue of fiber optic error. There was patient involvement, and no adverse event was reported. A getinge field service engineer arrived at the site and confirmed the error codes in the system and tested the unit. No issue found with the unit. Fse performed a full calibration, and tested the unit. The product passed all functional/safety testing. Returned the unit to the customer.